Event description:
It was reported that during surgery the patient was implanted with a 3389s lead, but even when voltage was increased to 7.0-8.0 volts the patient did not receive any therapeutic benefit. The doctor changed the other 3389s lead without improvement. The doctor then changed a 3389 lead and the patient could feel the therapy.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot v780329 found no anomaly. Continuity was acceptable. Analysis of the extension model 7482-51 serial (B)(4) found the distal end connected was twisted in the molded rubber from overstress. The #0 conductor was broken 0.7 cm from the distal end. The #0 circuit was open.